Event description:
Device report from synthes reports an event in australia as follows: it was reported that the patient had surgery on (B)(6) 2022 to repair a distal femur fracture. It was fixed by the surgeon using a 13 hole ti liss plate, locking screws and periprosthetic screws, as the patient had a pre-existing hip replacement in-situ. On (B)(6) 2022, the patient walked into the clinic with a broken femoral plate. Further investigation and review of x-rays and CT from their august check-up shows a small fracture in the plate at the point where it was now broken. The patient underwent revision surgery on (B)(6) 2022 to remove the broken plate and repair the distal femur. An additional plate was also placed on the medial side to further support the fixation. This report involves one ti lcp distal femur plate 13 holes/316mm/left-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: date of event: only the event year is known. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the lcp-df 4.5/5 le 13ho l316 tan was broken. A plate and screw construct is visible at the left distal femur with signs of plate breakage across one of the most distal screw holes, both fragments are visible in the evidence provided. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lcp-df 4.5/5 le 13ho l316 tan was broken across the distal screw insertion hole #3 of the shaft section. Edges of both fragments appear to be smoothed out, most likely due to constant friction before removal. Distal fragment has a lockscr ø5 self-tap l80 tan screw stuck in one of the holes. A dimensional inspection for the lcp-df 4.5/5 le 13ho l316 tan was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp-df 4.5/5 le 13ho l316 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Device history lot part # 422.259s, lot # l281394, manufacturing site: werk grenchen, release to warehouse date: 24 jan2017. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.